Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the rca, calcified, with cto and was tortuous. The lesion was predilated with a 2.0x12 balloon. Resistance was noted while advancing the device to the lesion. Excessive force was used. The procedure was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was intended to be used to treat a lesion. It was reported that the device failed to cross the lesion and the stent became damaged. No patient injury reported.